Manufacturer narrative:
(B)(4).

Event description:
It was reported the device battery deleted prematurely. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the elective replacement indicator is the result of high internal battery resistance. This device was included in that field action and returned product testing found the device did perform as described in the field action.